Manufacturer narrative:
Philips service replaced the geo module, restoring the device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that 3d image transmission was slow; exposure handbrake needed on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.